Event description:
It was reported that during an unk procedure that there was a broken blade. There was an alarm on the generator. The piece was retrieved from the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.